Event description:
It was reported that a thrombus was present on the device. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and 27mm watchman laa closure device & delivery system (wds) were used. The procedure was successful with the seal being complete and had no patient complications. On (B)(6) 2018 the patient returned for a 45-day follow up procedure. A transesophageal echocardiography was performed and a small thrombus was noted on the device. There was no change in the seal of the device. After finding the thrombus the patient was switched from taking apixaban to warfarin. The patient had no other issues and is doing fine.